Manufacturer narrative:
A root cause could not be determined. It was determined the customer is not using the recommended rack adapters for the sample tubes in use. A possible cause of this event is erroneous pipetting due to either: a tilted sample tube, possibly in combination with a slightly misadjusted s/r probe or foam on the sample. In this case the customer did not provide further information concerning the patient. The medical risk to the patient (mother) is very low.

Event description:
The customer stated they received a questionable result for hcg stat on their cobas e411 rack analyzer (serial number (B)(4)). There was one discrepant result reported outside the laboratory which was re-tested using the same e411 analyzer. The patient's initial hcg stat result was 2.36 miu/ml accompanied by a data flag. The sample was diluted 1:100 and repeated three times. The first repeat result was 2635 miu/ml accompanied by a data flag. The second repeat result was 3001 miu/ml accompanied by a data flag. The third repeat result was 3078 miu/ml accompanied by a data flag. There were no allegations of any adverse affect to the patient as a result of this event. The field service representative could not determine the cause of the event. He verified the sample/reagent probe liquid level detection voltages were correct. He made minor adjustments to the sample/reagent probe at the sampling position and replaced pinch tubing. He observed the analyzer operate without errors while the customer performed a successful quality control.